Manufacturer narrative:
Concomitant medical product: other relevant device(s) are.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed ¿localizer not connected¿. It was noted that the localizer was disconnected from the start. Axiem was disconnected and system was rebooted but the issue did not resolve. The system was rebooted again without axiem, but disconnected power plug for the system then plug back in to boot the system. Axiem was booted up separately and then the system was connected which resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.